Event description:
O2 flow meter fell off wall bracket, struck humidifier. Humidifier tipped and allowed h2o to flow down o2 tubing/nasal cannula into infant's nasal passage. This caused gasping and choking. Medical staff immediately suctioned infant. No long-term effects, no loss of o2 saturation.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: design - inadequate, expected wear/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.